Manufacturer narrative:
(B)(4). Date sent: 11/5/24. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional information was requested, and the following was obtained: - did the device lock-out (no staples deployed and no cut line started)?=>yes, but the detail was unknown. - or, did the device start to deploy staples and cut but could not be completed (partially fire)? =>yes, but the detail was unknown. - or, did the device fully fire and stop during the automatic knife return? => - was there any difficulty opening the device jaws? => - if yes, what steps were taken to open the jaws.=>n/a. - if the jaws could not be opened, how was the device removed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a respiratory surgery, the device was fired at the first shot, but the knife stopped in the process. There was no damage to the blood vessels, the knife was manually put back. Another device was used to complete the case. There were no adverse consequences to the patient. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 11/19/2024. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 12/9/2024 d4 batch #744c21 corrected data d4: UDI# investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with the joint cover damaged and no reload present. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the bailout system and the black motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. The damage on the joint cover, it is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The motor wire disconnected is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 744c21, and no non-conformances were identified.